Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported that an implant at tooth site #26 was removed because the hex was fractured. Patient suffered from pain, edema and inflammation. Procedure was not completed placing other implant.